Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode. The patient reportedly physically interacted with the transmitter prior to the backup vvi mode. Programming changes were made. The patient experienced no adverse consequences.